Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, customer was not performing the proper air removal techniques. A new cartridge was loaded to resolve the issues. The customer's blood glucose level was 187-233 mg/dl.